Manufacturer narrative:
A visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated, the technician opened the lens vial of a 12.6mm micl 12.6 implantable collamer lens and it was noted that the icl was torn. The reporter stated, the lens was not used or loaded and there was no pt contact. The reporter stated the lens was received torn, was defective.